Event description:
During laparascopic vats procedure us354 caught on fire and melted. It burned on the end where it plugs into the machine. No pt injury reported.

Manufacturer narrative:
Manufacturing site evaluation: the product was not returned for evaluation. Lot number was not provided; batch review is not possible. Past experience has indicated the described damage has been the result of the cord being excessively pulled, or with too much force. This causes the wire to fray and break leaving only a couple of strands to conduct current. The small amount of wire cannot cary the lead current and heats to high temperature. No further action is required.

Manufacturer narrative:
Mfg site eval: eval on-going at OEM.